Manufacturer narrative:
Complaint number (B)(4). The device was returned locked open. It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing. The complaint was confirmed.

Manufacturer narrative:
(B)(4). The device has been received but, not yet evaluated. When additional information is received, a supplemental report will be submitted.

Event description:
It was reported during a robotic mitral valve repair with laa management, when opening and closing the clip prior to inserting the device into the patient, it was discovered that the clip would not close. Another device was used without incident. There was no delay in case nor patient consequence.